Event description:
The customer reported the device had a white display. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). Philips field service engineer evaluated the device and confirmed the problem. The display assembly was replaced to resolve the problem.